Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a fall on sunday and since then the stimulation had changed, the patient felt no stimulation. Impedances were checked at 3v and electrodes 0-7 were all greater than 40000 while 8-15 were normal. It was reviewed that imaging should be the next step to determine where the issue was. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the fall was that the patient had a bad left knee. The patient was scheduled for a lead revision on (B)(6) 2018. No further complications were reported.